Event description:
It was reported the device failed volume accuracy test during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: a manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured dec. 2020, and is out of warranty therefore, no manufacturing DHR review is needed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal was missing. Functional testing found, running 3 accuracy tests, the pump was found to be within manufacturing specifications. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. What caused the reported problem is unknown. The device was manufactured dec. 2020, and is out of warranty. No problem found.